Event description:
It was reported that during implant, the atrial lead exhibited high impedance, low sensing, and high capture thresholds. A micro-dislodgement was suspected. The lead was not used, and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed high impedance, capture anomalies and sensing anomaly was caused by medical adhesive on the ring electrode.